Manufacturer narrative:
Analysis confirmed customer comment, the device powers up with a 200 error and the error 200 occurred 49 times in log. The main printed circuit board (pcb) was out of specification in an electrical manner. It was additionally noted that all six plugs were missing and that both wires on the liquid crystal display (lcd) were pinched and that the red wire was exposed. Inspected electrical and mechanical parts, re-calibrated and functionally tested and it passed its final quality assurance tests. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator powered on to an error. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.